Manufacturer narrative:
The subject device has been discarded by the user facility. Therefore, omsc evaluated based on the content of the proposal. In the evaluation of omsc the following was confirmed, it is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance the exact cause of the event couldn¿t be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. <contact with non-insulated area of grasping section> 1. The intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe suddenly broke and fell into the patient's pelvic cavity during a laparoscopic right salpingectomy procedure. And the probe fragments was retrieved immediately. The intended procedure was completed with another device. On september 30, olympus¿s local distributor received the following information from the facility. - the subject device had been discarded by the facility after the event. There was no patient injury reported.